Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: finland. It was reported that during a cervical spine procedure the tip broke off the kerrison device.

Manufacturer narrative:
Investigation: the investigation was performed using a keyence vhx-5000 digital microscope. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. The hardness test confirmed the pre-set values. Batch history review: the device quality and manufacturing history records have been checked for the available lot numbers and found to be valid at the time of production. Two similar incidents have been filed with products from this batch. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably user related. Rational: this kind of instrument is designed for delicate use only. It is liable that a mechanical overload situation led to the breakage. The visual investigation and the hardness test indicates the quality requirements are in the specified tolerance range. No CAPA in necessary.